Event description:
The device was returned to the service center for a report from the customer contact that the pump would not turn on using dc power. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment, middle pwa and positive battery contact. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.